Event description:
The customer reported to olympus that the device was not displaying an image. The reported problem was found during reprocessing before a diagnostic gastroscope procedure. The patient was not under anesthesia. The facility finished the procedure with a similar device without delay. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for inspection, and the customer's complaint was confirmed due to a faulty printed circuit board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.